Event description:
In 2008 - the pt reported she met with medtronic rep last week and rep turned device down and off. The pt stated she isn't feeling stim, however, she has had leg weakness and pain by her tail bone when she walks. The pt stated she is 4 months pregnant and also has high blood pressure. The pt was directed to call her physician. The symptoms started one day after the device was turned off and has been going on for over 4 days now. The location was at the lead in tail bone area. The pt was at home. The medtronic rep spoke with the pt to ensure the device was completely turned down and off so it could not toggle back on like it did previously. The pt stated she was to have a lead replaced, but found out she was pregnant. In early 2009 - the pt had problems last spring with unit not working and possibly causing ble numbness. Pt had been pregnant and is s/p delivery of a healthy girl in 2008. Now has intermittent lle numbness and tingling in toes. Needs MRI to evaluate spine. Currently with diurnal frequency and urgency, leaks on the way to the bathroom. Uses 3-4 pads/day. Taking mvi x1 daily. Denies stress incontinence. In 2009 - neurology unable to determine cause of leg weakness symptoms included overstim, curling of toes, explant of ins, lead, extension; interstim removal the month prior.